Event description:
The customer reported the pressure relief valve test failed due to relief valve cracking pressure out of range; the device failed system pressure testing. The customer reported there was no patient involvement.